Event description:
During g3 trochanteric nail surgery, the 4.2mm drill was contacting the nail when drilling for the distal screw hole of nail. The 4.2mm drill missed the target from distal screw hole of nail. The surgeon was drill the distal screw hole of nail again. The surgery was completed. After surgery, the device functioned normally when sales rep confirmed targeting device by the sample nail. The surgeon requested the investigation of the nail by the lot number.

Manufacturer narrative:
Eval summary: the review of the manufacturing documents revealed no deviation during the manufacturing of the nail which has an effect to the reported event. The required functional check of the target devices prior to use will identify potential miss-guiding of the target device. If functional check was carried out successfully, the cause of the event can only be found in intra-operative procedure. Thus, the nail kit and the target devices are not suspected having contributed to the reported event.